Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25x28mm synergy stent was advanced but failed to cross the lesion. The device was removed and after pre-treatment was performed, the physician attempted to use the device again but it was observed that the stent strut was lifted. The procedure was completed with another 2.25/28mm synergy stent. No patient complications were reported.